Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient weight have been unsuccessful. Attempts to obtain the patient's weight were made via email and phone. All reasonably known patient information is included in this report. The facility advised they cannot remember details of the case. No tests/laboratory data was available. No information was available.

Event description:
This was a peripheral case. The facility reported they had finished recording and the catheter was removed from the patient. After removal from the patient, the tip of the device separated. A second device was used to complete the procedure. No medical or surgical intervention was required to remove the device and no additional intervention was required for the procedure. All portions of the device appeared accounted for. The device was inspected during prep and no damage was noted. There was no patient injury. The patient was discharged as expected with no harm to patient. Vessel: sfa, pop. This event is being reported in an abundance of caution as there is a potential for harm if the event were to recur. Analysis on the returned device found a kink at the guidewire exit port. The scanner body was separated from the device with torn weld legs and torn substrate. Adhesive residue was observed on the marker tube, inner member, and scanner body. The esl was intact with some blood present beneath the esl. The guidewire test was performed on the distal shaft and the scanner body and the both portions of the device passed. The probable cause of the reported failure is applying excessive force to the inner member with the guidewire. Per steps 8.1 through 8.3 of (B)(4) wi, qc final inspection, the inner lumen of the devices are tested for any defects using a 0.018'' mandrel. The devices are then coated and flushed with a lubricious solution per (B)(4) wi prepare catheter with lubricious solution. Additionally, each lot is sampled for floppy tip resilience per (B)(4) wi floppy tip pull test. Adhesive residue on the marker tube, inner member, and scanner body indicate that the device was built to specification. As the observed failure would have led to a total image and recognition loss, the damage likely did not occur during the procedure. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.